Event description:
The company was made aware that the pt was explanted due to chronic otitis media that did not respond to antibiotic treatment. Advanced bionics is currently in the process of gathering more info. Once more info is obtained a supplemental report will be submitted.